Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation, the belt physically damaged. The electrode belt ECG c and d cable grommet was split and the ECG b cover was cracked. The root cause for split cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was physically damaged.